Manufacturer narrative:
(B)(4). The reported complaint of system error 3 alarm was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use on a patient, the pump sustained a "system 3 malfunction". As a result, the pump was exchanged for another. Additional information received states that there was no patient harm or injury, and no medical intervention necessary. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the pump sustained a "system 3 malfunction". As a result, the pump was exchanged for another. Additional information received states that there was no patient harm or injury, and no medical intervention necessary. The patient status is reported as "fine".